Manufacturer narrative:
Only the month (B)(6) and year (2020) of the event date are known. (B)(6). The investigation of this complaint was limited because no sample was returned for investigation. Customer complaints similar to this one were previously received. Those complaints were caused by stacked loss of resistance syringes which are used in epidural mini-pack kits. The root cause of the issue was a supplier/manufacturing issue.

Event description:
It was reported that an abnormal frequency of dura mater breaches were observed during epidural placement. This presented a risk for post-humeric burst syndrome. The patient experienced headache secondary to epidural analgesia, and a prolongation of their postpartum stay. A blood patch was used to treat the patient. No further complications were reported in relation to this event.